Manufacturer narrative:
This supplemental report is being submitted to provide the independent laboratory and evaluation results. Please see the updates to the following sections: d10, g4, g7, h2, h3, h6, and h10. The scope was sent to an independent laboratory for microbial testing. The scope's air/water and instrument / suction channels were cultured and tested positive for the following microorganisms: kocuria rhizophila and enterobacter pyrinus. The scope was then ethylene oxide (eto) sterilized and returned to the service center for a device evaluation. A visual inspection was performed on the received device by using an olympus boroscope to inspect the channels. The instrument channel was inspected and found tear marks inside the channel from the bending section side, see attached pictures. The suction channel was checked and did not find any signs of kinks, stains, or foreign material. The image was checked and the image is normal. A cosmo leak test was performed and confirmed the scope passed at (+.3). The scope was purchased on (B)(6) 2013 and the last time the scope came in for service was (B)(6) 2020. In addition, the legal manufacturer reviewed the contents of this complaint. The legal manufacturer confirmed the subject scope was shipped in accordance with specifications via DHR. The legal manufacturer determined that the most likely cause for the report is as follows : the result of the culture test by the user was positive and the result of the test performed by the third-party lab confirmed growth of germs. Though it is difficult to specify, we presume the cause of germs detected at the user facility as follows: 1.reprocessing method conducted by the user and recommended by IFU are possibly different, which caused insufficient reprocessing. 2.occurrence of contamination during sampling for culture test. IFU states as follows: reprocessing manual:1.4 precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Please see the g4, g7, h2 and h10. Additional information from the user facility states there are no known patient infection due to the positive culture and the scope was also taken out of rotation.

Manufacturer narrative:
As part of our investigation, olympus followed up with the user facility via telephone and in writing to obtain additional information regarding the reported event but with no result. In addition, an endoscopy support specialist (ess) was dispatched to the user facility to assess their reprocessing practices and to provide reprocessing training if necessary. To date, the ess visit has not been finalized. The device was returned to the service center for evaluation.

Event description:
The service center was informed that the device cultured positive for an unknown microorganism after reprocessing. There was no patient involvement reported.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Please see the updates in sections: g4, g7, h2 and h10. As part of our investigation of this report, an olympus endoscopy support specialist (ess) was dispatched to the user facility to assess their reprocessing practices and to provide reprocessing training if necessary. The ess reported that the customer declined this visit.